Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: burnt smell. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. The burnt smell could be coming from another source not the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.